Manufacturer narrative:
Batch review performed on 30 october 2020: lot 1810390: (B)(4) items manufactured and released on 14-mar-2019. Expiration date: 28-feb-2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any other similar reported event. Clinical evaluation delayed infection in cemented tka, 16 months after primary operation. Infection is a known possible adverse event following every surgery, including tka's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Other devices involved gmk-sphere 02.12.0023r femoral component sphere cemented size 3+ r lot. 1811324 (k140826) batch review performed on 30 october 2020: lot 1811324: (B)(4) items manufactured and released on 21-mar-2019. Expiration date: 10-mar--2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any other similar reported event. Gmk-sphere 02.12.t4i3r tibial tray fixed cemented size t4-i3 r lot. 187199 (k121416) batch review performed on 30 october 2020: lot 187199: (B)(4) items manufactured and released on 16-jan-2019. Expiration date: 20-dec--2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any other similar reported event.

Event description:
Revision surgery performed after 1 year and 4 months from the primary surgery due to an infection ((B)(6)). The surgeon revised al implants and performed a washout.